Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the water feed tube dropped off when they inserted the bag spike into the water feed bottle. This was found prior to patient use.

Event description:
A healthcare facility in (B)(6) reported that there was a water leak at the connection between the water feed tube and the bag spike of five mr290 autofeed humidification chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fph in (B)(4) for inspection. A visual inspection was carried out to identify the reported damage. Results: the visual inspection revealed that the spike and the feedset tubing were returned separated from each other. Sufficient glue was present around the spike tubing connection; however, the glue had not bonded properly. A lot check revealed no other complaints of this nature for lot number 120124. Conclusion: it was identified that the separation of the spike and feedset tube was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the failure of the bond developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Manufacturer narrative:
(B)(4). Method: five complaint mr290v chambers were returned to fisher & paykel healthcare in (B)(4) for evaluation. They were visually inspected and connected to a water bag to test for leaks. Results: small drops of water began to build at the connection between the feedset tube and the waterbag spike. It was found that insufficient glue was present between the feedset tube and waterbag spike in all five chambers. A lot check revealed no other similar complaints for the lot 100215. Conclusion: the feedset tube exhibited leaks due to insufficient glue being applied to the connection between the feedset tube and waterbag spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).